Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: 2023.2.14 when the nurse is giving infusion to the patient, the infusion joint is found to be leaking, and it is replaced immediately without delay of treatment.

Manufacturer narrative:
H6: investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22045775. The feedback provided by the customer suggests leakage was detected from the smartsite device during infusion. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22045775 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months. H3 other text : see h.10.